Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the lead was successfully placed and when cutting the sheath, the lead dislodged. The lead and sheath were removed and the sheath was replaced. When attempting to implant the lead again the lead dislodged once more while cutting the new sheath. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.